Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on the plug unit, b30 (scope communication err) occurred, the air/water-cylinder and tube had foreign objects. Based on the results of the investigation, it was not possible to determine the cause of the foreign material remaining in the device. The errors displayed were due to electrical or electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a scope communication error (e226). The issue occurred during inspection for use. There were no reports of patient involvement.